Manufacturer narrative:
H6: investigation summary: a mz1000 china sample was not available for investigation of this feedback; however the customer indicates that bounceback was identified when attempting to connect the sample to a shuangge luer slip syringe which resulted in leakage of chemotherapy. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19096810 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Please note, in this instance the user facility has opted to use a luer slip syringe therefore the connection to the maxzero valve is a friction fit and relies on the user ensuring that the syringe is securely fitted before use. As stipulated in the user instructions a luer slip syringe should not be left unattended. The directions for use states that ¿if syringe has a luer slip, insert and rotate ¼ turn clockwise to secure connection. Do not leave luer slip unattended¿. H3 other text : see h.10.

Event description:
It was reported that the maxzero needleless connector spontaneously disconnected from the syringe during use. The following information was provided by the initial reporter, translated from chinese to english: "(B)(6) 2020 when using a transparent needleless infusion connector to connect with a syringe without a screw connector or an infusion extension tube, the rebound is fast and they cannot be fixed with infusion connector."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: 1354. FDA patient problem code: 2199.

Event description:
It was reported that the maxzero needleless connector spontaneously disconnected from the syringe during use. The following information was provided by the initial reporter, translated from chinese to english: "2020-11-20 when using a transparent needleless infusion connector to connect with a syringe without a screw connector or an infusion extension tube, the rebound is fast and they cannot be fixed with infusion connector."